Manufacturer narrative:
Philips received a complaint regarding the philips heartstart mrx defibrillator indicating an error in the on/off button, with patient involvement unknown. There was no reported patient impact or injury. A quote for diagnostic service was provided to the customer but not approved. No work was done. Numerous attempts to seek information on resolving the reported issue went unanswered, and no information was provided. Philips remote service engineer provided a quote for diagnostic service, however, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there was a problem with the heartstart mrx monitor's on/off button. There was no reported patient impact or injury.